Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the customer reported 'downstream occlusion error' which was unable to be recreated during evaluation. Evaluation did not observe any symptom or potential cause for the reported issue. A review of the event history log identified multiple 'downstream occlusion!' Messages which verifies the reported issue but no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a downstream occlusion error during testing in the biomed service department. There was no patient involvement. No additional information is available.